Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertain from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on (B)(6) 2009 and was revised on (B)(6) 2009 due to multiple dislocations.

Manufacturer narrative:
An evaluation of the provided information has been made available. The device history records were reviewed and found to be conforming. The compatibility check was performed and showed that the product combination was not approved by zimmer. Review of incoming information: it was reported that a female patient received tha on (B)(6) 2009 and was revised on (B)(6) 2009 after multiple dislocations on her right hip. Neither surgical reports nor x-rays were received. Attorney letter stating the medical history of the patient was received. Device analysis: the device analysis was not performed as the devices were not returned for investigation. Possible causes for the reported event according to sap dfmea # (B)(4), rev 4: mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Possible, as the combination of the ceramic femoral heads and constrained liners are not permitted for use in u.s. According to u.s regulations. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. The root cause is off-label use as the ceramic head-constrained liner combination is not permitted according to u.s. Regulations. Zimmer (B)(4) considers this case as closed. (B)(4).